Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 1 and 4 hours on the back. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The returned device was evaluated and no data are available from the device due to corroded batteries and pcb. Inspection of the device's fluid path showed insulin pouring out from the side of the soft cannula. A damage was found in the unexposed portion of the soft cannula. It could conclusively be determined that this damage contributed to the internal corrosion and to the pod failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.